Event description:
Information was received from a patient receiving intrathecal dilaudid (hydromorphone) at an unknown dose/concentration via an implantable pump for non-malignant pain. It was reported that the patient had his pump refilled yesterday and healthcare provider (hcp) got an alert saying the pump motor had stalled and recovered. Agent inquired if patient had ever had an magnetic resonance imaging (MRI) since this pump was implanted. The patient did not think he has had an MRI in that time since he also had a spinal cord stimulation (scs) device that was put in around the same time as this pump. The patient had never heard pump alarm and had no complaints about the pump or therapy. Unknown if this was the first time the synchromed ii pump was interrogated with a810 app version 2.0. The patient stated that his pump was due to be replaced next july.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.